Event description:
The device failed to deliver energy. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device failed to deliver energy. There was no pt involvement. A philips field service engineer evaluated the device. The reported symptom was reproduced. The power pca was replaced to resolve the issue. The device passed all testing and was returned to service. We are considering this a malfunction of the power pca.